Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, pillowing keypad overlay and corrosion in battery tube.

Event description:
The customer reported via phone call that there was crack on the reservoir compartment. The customer¿s blood glucose level was unknown. The customer also reported that the reservoir was able to lock in place when inserted in insulin pump. The insulin pump will be returned for analysis.